Event description:
It was reported that the patient was no longer able to pump his inflatable penile prosthesis ipp device. During revision surgery, the physician found that the cylinders were leaking. The device was explanted and replaced with a new ipp. There were no patient complications reported.